Manufacturer narrative:
(B)(4). Additional information, including device details, a detailed event description and the instrument, has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The inner shaft of a trinity mis reamer was reported to have broken. It is unknown where this event occurred.

Manufacturer narrative:
(B)(4). Please note: this MDR was originally filed on (B)(6) 2016 to an esubmissions test account. Additional information, including device details, a detailed event description and the instrument, has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The inner shaft of a trinity mis reamer was reported to have broken. It is unknown where this event occurred.

Manufacturer narrative:
(B)(4) final report. No adverse event has been reported. It has been confirmed that this event was not involving a patient. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that this device conformed to material and dimensional specification. The reported device was returned to corin for examination and signs of wear were observed in various location of the device. It has been concluded that the reported event is attributed to wear and thus corin now consider this case closed. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, is this event occurred outside of the USA.

Event description:
The inner shaft of trinity mis reamer was reported to have broken. It has been confirmed that this event did not involve a patient.